Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: " the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." Correction: the manufacturer was contacted regarding a male patient who reported excessively dark/soiled filters on his CPAP device after 12 days of use and expressed concerns about a potential correlation with his sinus issues. The patient received a replacement device but continued to experience the same filter discoloration. He was using a soclean ozone cleaner, which he was instructed to discontinue. The patient reported persistent sinus problems, including nasal obstruction, watery eyes, and ear issues, with an upcoming ent appointment scheduled. The respiratory therapist educated the patient on proper cleaning methods using soap and water, explained the filtration system, and noted that although the filters did not appear abnormally dark in the submitted photos, environmental factors could contribute to faster soiling. Remediation was initiated by shipping replacement filters for troubleshooting, and the patient agreed to discontinue soclean use, follow proper cleaning protocols, and provide follow-up documentation with photos. The rt also informed the patient that they would inquire about the process for sending the filters to pil for investigation. If additional information is received that is deemed reportable, then a follow-up report will be submitted. In the previous report, the coding was submitted improperly; it has been corrected in this report.